Manufacturer narrative:
One sample was received and upon visual inspection a hole was observed on the outside wall of the expandable tubing. This type of hole would cause the circuit to fail a leak test. After a thorough evaluation of the manufacturing procedure it was found that the extruder may provoke similar holes as reported under this complaint. The mold blocks used for production on this line were found damaged and new molds will be validated and placed on the line. It was also found that the spark tester if not turned on at start of production or if shut down for any reason during production personnel would have no indication. It is possible that this occurred not alerting the personnel of the integrity issue. An alarming aid was implemented to intensify detection if the spark tester is off for any reason. A system was also implemented to segregate the affected units automatically while the spark tester is off. Assembly personnel were notified of this hole condition and the extrusion personnel have been retrained all the manufacturing procedure.

Event description:
The customer reported "kept losing pressure when it was determined there was a leak in circuit". Customer cannot find leak, but says this has happened twice, same circuit. The customer reported "the circuit was used on a patient, but there was no harm". She is unaware of any respiratory compromise to the patient. "I talked with tim this morning and he said that when this happened the patient was breathing on their own so no harm done".